Manufacturer narrative:
Event of distal tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure closure, the coil wire of the guidewire was unraveled and the distal tip was stretched, exposing the tip of the metal core wire. The procedure was completed with the same amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.